Manufacturer narrative:
Corrective actions have been implemented and reported in connection with follow-up report regarding MFR report #8032044-2007-00004.

Event description:
Dr podar has inserted the provox2 6 mm to pt. After insertion, the prosthesis started leaking immediately and after about an hour blue ring came out. So immediately the prosthesis without blue ring is taken out. A new provox2 is was inserted without problems.